Manufacturer narrative:
Concomitant medical products: product ID 2067l, radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer was "freezing and locking up" when trying to interrogate. It was further reported that the programmer would not connect to the software distribution network (sdn), nor would it update the newest software with jump drives. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer was freezing and locking up when trying to interrogate, and also confirmed that it would not update software via the software distribution network, therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the system fan was noisy and it was replaced. Concomitant products: product ID 2067l radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer was "freezing and locking up" when trying to interrogate. It was further reported that the programmer would not connect to the software distribution network (sdn), nor would it update the newest software with jump drives. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.